Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 4 in the patient's mouth, the implant did not achieve primary stability in type ii bone. The site was grafted. The clinician reported the patient's insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Corrections were made to the following sections: (checked required intervention), (date of report), (brand name), (changed article number, deleted the lot number and expiration date, changed UDI), (changed the date to 01/10/2020), (follow up report), (deleted information) and (changed date).

Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 4 in the patient's mouth, the implant did not achieve primary stability in type ii bone. The site was grafted. The clinician reported the patient's insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.